Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted right ventricular (rv) lead implant procedure the lead exhibited high thresholds. The lead was not used and a replacement lead was successfully implanted. It was reported that the right atrial (ra) lead exhibited low amplitude p waves. The lead was not used and a replacement lead was successfully implanted. No patient complications have been reported as a result of this event.